Manufacturer narrative:
Event estimated date. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a supera stent was implanted. One year later, the supera stent had occluded and another stent was implanted as treatment. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. In this case, there was no reported device malfunction associated with the supera self-expanding stent system (sess). The reported patient effect of restenosis is listed in the supera instructions for use as a known potential adverse effect of peripheral percutaneous intervention. Based on the reported information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The additional therapy/non-surgical treatment was related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.